Event description:
While the dentist was working on tooth #26 with the 25lpa handpiece, the patient's cheek was burned about the size of the handpiece back cap.

Manufacturer narrative:
The patient was prescibed 500 mg penicillin vk and given rincinol for treatment of burn. Two handpieces were sent in for repair because the office was not sure which device caused the burn. Reference report 8010493-2009-00002. During handpiece evaluation, it was found that the bearings were grinding, the head was dented at the back cap and spray plate, and the cover nut was worn allowing the back cap to pop off. Low residue was present. The dental office was infomed that the handpiece was dented on the head and that this caused the overheating. The dental office was aware to send dented handpieces in for evaluation and repair.